Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 130mg/dl. Troubleshooting was performed. The customer was unsure if the drive support cap was loose, flush or protruded. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. Advised the customer to discontinue the use of the device and revert to back up plan. During the call the customer also reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomiting and ketones. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.